Manufacturer narrative:
Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. Pump also received with moderately scratched lcd window.

Manufacturer narrative:
(B)(4). Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. Pump also received with moderately scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump got broken at the insulin compartment and the clear ring at the top of it fell. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.